Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 39 mg/dl and 193 mg/dl within a ten minute period of time on her blood glucose meter. No decision to treat was made on the alleged faulty meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.